Event description:
Event description cpi received information that after the implantable cardioverter defibrillator (ICD) was implanted and a capacitor reformation was performed and vf was converted a battery status of middle-of-life (mol) was observed.